Manufacturer narrative:
Note: extended/prolonged use of the device was reported. The manufacturer's instructions for use states caution: the shiley tracheostomy tube is classified as a disposable medical device. Frequent and routine changes of the tracheostomy tube are recommended. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician.

Event description:
The caller stated there was a pilot balloon failure sometime during the last 5 months. The caller could not provide a specific date. The caller stated that the tube had been in the patient for 2 1/2 months when it failed. The caller stated that she did not have the tube to return for investigation.